Event description:
It was reported the pt had severe abdominal pain postoperative and the scs system had not been turned on. The physician opted to reposition the lead the next day and performed a laminectomy. It was reported the pt was still experiencing the same pain. On (B)(6), 2012, the physician explanted the system. Follow up identified the pt had been diagnosed with thoracic radicular pain secondary to the lead. It was reported a CT scan was performed and confirmed the diagnosis. Prior to discharge from the hospital, it was reported the pt's symptoms had resolved, and no further intervention was planned.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of pain could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.